Event description:
Additional information received reported the patient is doing "fine" and receiving effective therapy.

Event description:
It was reported that the patient device showed high impedance readings. Combinations 0-2 and 0-3 were showing readings of >2000 ohms. All other impedances were within range. The patient's therapy impedances were in range, and the patient was receiving satisfactory therapy. No interventions were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 748240, serial# (B)(4). Product type: extension, product ID: 748240, serial# (B)(4). Product type: extension, product ID: 3387-40, lot# j0349246v. Product type: lead, product ID: 3387-40, lot# j0349246v, implanted: (B)(6) 2004. Product type: lead.(B)(4).